Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged after the procedure. It was noted that twenty five revolution were required to retract the helix. All measurements were normal. No adverse patient effects were reported.